Event description:
Review of records shows the patient underwent surgical intervention in which the ipg was replaced. Effective therapy was restored post operation.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Troubleshooting was done and the ipg would still not communicate. The ipg is considered inoperable. As a result, the patient may undergo surgical intervention.